Manufacturer narrative:
Insulin pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime/compromised force sensor system, and excessive no delivery test. Insulin pump was received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, and cracked battery tube threads.

Event description:
The customer reported via phone call that he had repeated high blood glucose level issues. Customer's blood glucose level was 529 mg/dl. The customer treated his blood glucose level with the insulin pump and manual injections. The customer was advised that the device would be replaced and agreed to return the product for analysis.